Manufacturer narrative:
All buttons function properly; no damage to keypad traces and connector on electronic board was not unlocked during visual inspection. Hardware low level failures (variable 3) alarmed during selftest due to cracked solder joint on pin 1 on keypad assembly. Device received with cracked case next to belt clip rail corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 128 mg/dl at the time of incident. Customer stated that the insulin pump buttons were hard to press and unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing and the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.